Event description:
It was reported that, "pt had a total knee replacement (right knee) done in (B)(6) 2008. Ever since her surgery, she has been experiencing pain. She consulted with her surgeon and she was told to get a second opinion. Pt went for a second opinion and was told she needed her patella replaced (patella was replaced in (B)(6) 2009). The pt is still experiencing pain."

Manufacturer narrative:
It is unk at this time if the explanted patella was the pt's natural patella or an implant. Info was requested and if it becomes available, it will be submitted in a supplemental report.